Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib cycling and an internal inspection without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log shows that the device delivered a shock with every charge attempt. The device successfully delivered a total of eight shocks the day of the event over a span of approximately five minutes. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient successfully. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.